Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following a MRI procedure, the right ventricular (rv) lead exhibited high out of range shock impedance measurements up to 156 ohms. It was noted the rv threshold measurement had also increased to 4.0 volts. The cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri). Boston scientific technical services (ts) discussed the option of performing defibrillation threshold (dft) testing during the change out procedure. Ts advised that if the shock impedance measurement decreased, then the cause may be related to calcification on the lead. If the shock impedance did not decrease, then they should consider a lead revision procedure. At the change out procedure dft testing was performed as suggested and the shock impedance measurement was 85 ohms. Subsequently the physician opted to leave the rv lead implanted in the patient and change out the crt-d for reported normal battery depletion as planned. No adverse patient effects were reported.